Event description:
It was reported that the first red led was broken off.

Event description:
No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection of the returned device found a cracked tank cover, a faded enclosure, front cover, and line cord and an outdated printed circuit board (pcb) and power switch. The front cover was removed and the pcb was visually inspected. The reported problem was confirmed. The second light-emitting diode (led) was broken off of the pcb. The root cause of the reported issue was found to be the damage was determined to be caused by the user. Actions were taken to mitigate the reported issue: no repair actions were taken. Due to the age and condition of the device, it was scrapped.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned device found a cracked tank cover, a faded enclosure, front cover, and line cord and an outdated printed circuit board (pcb) and power switch. The front cover was removed and the pcb was visually inspected. The reported problem was confirmed. The second light-emitting diode (led) was broken off of the pcb. This damage was determined to be caused by the user. No repair actions were taken. Due to the age and condition of the device, it was scrapped. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
No patient injury was reported.